Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating concern regarding the device alarming system. The device was in use at the time of the event, a neonate died while being transported however, from the information currently available the medical device did not cause or contribute to the death.